Manufacturer narrative:
This product was explanted and has not returned yet. Good faith effort attempts will be sent. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of no problem detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker submitted a medwatch form stating specifically the device was defective. The patient stated they performed an internet search and noticed that the device is part of the advisory for high internal battery impedance in a subset of accolade pacemakers and crt-ps. No additional information was provided. This pacemaker remains in service. No adverse patient effects were reported. Additional information indicated that this pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker submitted a medwatch form stating specifically the device was defective. The patient stated they performed an internet search and noticed that the device is part of the advisory for high internal battery impedance in a subset of accolade pacemakers and crt-ps. No additional information was provided. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker submitted a medwatch form stating specifically the device was defective. The patient stated they performed an internet search and noticed that the device is part of the advisory for high internal battery impedance in a subset of accolade pacemakers and crt-ps. No additional information was provided. This pacemaker remains in service. No adverse patient effects were reported.